Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump had to press 2 to 3 times to respond and screen sometimes hard to see. Customer also stated that insulin pump had no delivery alarm and changing batteries more frequently. Customer also stated that belt clip breaks easily. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.